Event description:
It was reported that the ventricular lead r-waves on paper was 1.5 to 2.0mv, however r-waves were not observed through the device. It was also reported that the thresholds were kind of high at 1.5v @ 0.4ms. It was further reported that the issue was related to undersensing of r-waves and oversensing of t-waves. A right ventricular (rv) lead revision was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.